Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly analyzed. Initial inspection found that the gore was separated from the medical adhesive (ma) at the proximal end of the proximal shocking electrode. The coil was also stretched at this point. X-ray of lead found that the rate/sense coil was twisted, most likely a result of over-torque of the helix. Due to this damage, the helix mechanism could not be operated. There was no evidence of fracture on the x-ray. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm that this lead had dislodged. The lead was found to be electrically continuous. However, analysis did confirmed that the helix mechanism was not working properly. This was most likely due to an over-torque of the helix during repositioning.

Manufacturer narrative:
This lead was then successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
The lead was returned.

Event description:
Boston scientific received information that this right ventricular defibrillation lead presented with a loss of capture. It was discovered that the lead had dislodged. No adverse patient effects were reported. A lead revision was performed and attempts were made to reposition this lead. However, when the lead was placed in a new position, the helix mechanism was not operating properly.